Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated clinical chemistry glucose result while using the architect c8000 analyzer. The customer provided the following data: (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, design history review, a search for similar complaints, and a review of labeling. Return material was not available. A design history review did not find any non-conformances or deviations with the lot number in question. Tracking and trending did not identify an adverse trend for falsely elevated glucose results. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the clinical chemistry glucose assay, ln 03l82, lot 50099uq08, was identified.